Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, for the first firing of partial gastrectomy, the surgeon tried to fire the device, however could not fire at all. The procedure was completed with another device. There was no patient injury.